Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did the issue occur? What trouble shooting steps taken to open the device? Surgeon experience with device? Was is meant by surgeon had to do reoperation? What anatomical structure was the device fired on? Were forces higher or lower than expected in closing, firing, opening the device? Current status of patient?

Event description:
It was reported that during a gastric bypass procedure, the device remained closed on the tissue. After several stapling, unable to reopen the stapler. The doctor cut to remove tissue around the device. Obligation to take a new stapler to complete the procedure. The doctor has to reoperation the patient due to a problem of stapling.